Event description:
Surgery. Plus pt in hight lithotomy (candy cane stirrups) & slight trendelenburg position. Surgeon requested bed be raised, & when crna pressed "table up" button, bed started into trendelenburg, told surgeon, then stopped table. Approximately 5-10 min later surgeon requested table be lowered. When crna pressed "table down" button, table went into further trendelenburg. Crna then tried to press "return" button to level table, & table continued into extreme trendelenburg even when button was not depressed. Additional help verbally called into room to maintain pt's safety, supporting his legs while surgeon completed his closure of wound.